Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken. The distal portion of the helix tip was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was attempted to be implanted at the left bundle branch. As the physician did not like the position, during an attempted retraction the helix broke off and was left in the patient's septum. The rest of the lead was extracted successfully. A new lead was implanted at the same procedure. The lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was attempted to be implanted at the left bundle branch. As the physician did not like the position, during an attempted retraction the helix broke off and was left in the patient's septum. The rest of the lead was extracted successfully. A new lead was implanted at the same procedure. The lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.